Manufacturer narrative:
Additional data: h6: health effect- impact code (f): "4627" should be removed and "4629" should be added. B5: the reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens of diopter -7.00 into the patient's left eye (os) on (B)(6) 2023. The patient experienced a refractive surprise. On (B)(6) 2024, the lens was exchanged with the same model and length, different power and the problem was resolved. The reporter indicated the cause of the event is unknown. Claim#: (B)(4).

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a vial with liquid. Visual inspection found haptic broken. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens of diopter -7.00 into the patient's left eye (os) on 01/dec/2023. The patient experienced a refractive surprise. On (B)(6) 2024 the lens was explanted. On the same day separate surgery a replacement lens of the same model and length, different power was implanted and the problem was resolved. The reporter indicated the cause of the event is unknown.

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4).